Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#3008829311-2018-00145. It was reported that the patient experienced ineffective stimulation due to migration of their leads at the s1 vertebral level. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report#3008829311-2018-00145. Additional information identified that surgical intervention was undertaken wherein both s1 drg leads were explanted and replaced. Reportedly, patient has effective therapy post procedure.